Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing low blood glucose level around 40 mg/dl. The customer reported that she was a brittle diabetic and needed assistance with her settings to avoid extreme lows. Blood glucose level at the beginning of the call was 42 mg/dl, but was up to 44 mg/dl by the end. The insulin pump was not replaced or returned for analysis.